Event description:
It was reported that the patient presented for explant of the right ventricular lead. It was observed that the patient was extremely sensitive to right ventricular pacing. Since the pacing indication was sinus node dysfunction, the lead was not replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.